Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left external iliac artery with heavy calcification and no tortuosity. The absolute pro self expanding stent system (sess) thumbwheel was blocked and did not deploy the stent at all but the stent was exposed. The stent was recaptured in the sheath. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided. Subsequent to the initially filed eumir report it was reported that the stent did not deploy at all but was exposed.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified anatomy and/or inadvertent mishandling resulted in the noted multiple kinks on the stent sheath and on the inner member preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. As reported, after device removal the stent was deployed on the back table by the physician. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report it was reported that the stent did not come out from the delivery sheath and the stent was deployed on the back table by the physician. No additional information was provided.